Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited less than expected longevity as the current longevity estimate showed over three years less than the estimate one month prior. The ICD remains in use. No patient complications have been reported as a result of this event.